Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow up report will be sent.

Event description:
It was reported that the patient could not use the device due to having a pacemaker. After treating with the device, the patient could not walk the next day and was very dizzy. The patient went to his cardiologist who ran tests on his pacemaker and advised the patient to stop wearing the device. No further consequences were reported. The device has not been returned for evaluation.

Manufacturer narrative:
Corrected data in following fields - d2: common device name. G1: contact office name and email address additional information in following fields- b4: date of this report, b5: additional narrative, d8, d9, g3: date received by manufacturer, h6: evaluation codes. The spinal pak assembly was received for evaluation but due to the nature of the complaint and the information provided within the complaint file, only the spinal pak stimulator was evaluated. A visual inspection of the customer¿s returned product was performed. Included was one spinal pak stimulator part no. 1067717 with serial number (B)(6) received in a shipping box. The part received looks to be in good condition from the visual/cosmetic point of view. The compliance data for the spinal pak stimulator was downloaded on (B)(6) 2025, the compliance data indicates the unit treated for 0 days 10 hours and 56 minutes. Review of the DHR indicates that unit was manufactured on june 4,2024. There were no non-conformances or deviations reported on the DHR. The sp unit ran burn-in stand-alone ¿battery¿ only for more than 24 hours with no problem. Review of the information provided by the customer and the findings from the investigation indicated that no physical and/or device functional condition could be found and that could be considered a causal factor for the reported complaint of "dizzy". No failure and/or fault conditions could be found and confirmed. Therefore, no further actions are required currently. Review of complaint history identified (34) total complaints from ((B)(6) 2024) to ((B)(6) 2025) for pn (1067716, 1067717) and events related to (medical: other). Keyword search criteria: (complaint code: medical: other) the search was specified to the keyword "dizzy" in the complaint description. The search identified 2 complaints. Device usage: this device was used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.

Event description:
It was reported that the patient could not use the device due to having a pacemaker. After treating with the device, the patient could not walk the next day and was very dizzy. The patient went to his cardiologist who ran tests on his pacemaker and advised the patient to stop wearing the device. No further consequences were reported. On (B)(6) the patient's wife stated that the sales rep was asked twice if it was ok to use the unit with a pacemaker and was told it was ok. The patient could not walk the next day and was very dizzy. The patient was advised to stop wearing the device. The spinalpak was received for further evaluation.